Event description:
Serious injury involving one person. In 2001, pt had been wearing the suspect lens less than one month when diagnosed with a corneal ulcer located on pt's right eye at 1:00 o'clock. There was one day between symptoms and calling a dr. Pt communicated that the disinfecting system used was allergan complete. Treatment administered was ciloxan every hour for 8 hours and tapered to every 2 hours until follow-up visit the next day. At which time pt was prescribed isopto hyosine three times daily. Later that month ulcer was resolving with 20/15 visual acuity, superior central scar 1mm, no epithelial defect. New lenses were ordered and lens wear was resumed.